Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and was unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 had failed due to insufficient storage space and was unable to recover. A field service engineer found that the station had an issue with drawer 5.1. The retractor band was broken. The station was shut down, and the broken band was replaced. After rebooting the station, diagnostics were run and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.